Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of bands failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device there were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failed to deploy. Block h11: investigation result the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with three bands still attached to it and two bands were broken and separated from the ligator housing. The returned handle have evidence that the trip wire was secured into the handle slot and the trip wire slack was not taken up. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that two bands returned separated from the ligator housing and they were found damaged, this problem could be related with the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Possibly the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the IFU states, "secure trip wire in slot on handle unit." This oversight can ultimately affect the deployment of the bands once the ligator housing is installed in the endoscope, causing the trip wire to malfunction when the handle is used to pull the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation of esophageal varices procedure performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.